Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse performed a touch screen calibration and unit was fine. Performed the pim test and unit passed. Unit safe for use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a pre-use check by the customer, the cardiosave intra-aortic balloon pump (iabp) had a touch screen error. There was no patient involvement.